Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed 03-feb-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25197.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09-dec-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 42-year-old female patient presented with anxiety and chest pain. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2025, collected: 12:03, tested: 12:13, results: 20.0 ng/l, sample: a - whole blood, positive/negative: positive. Method: I-stat, date: (B)(6) 2025, collected: 12:03, tested: 12:37, results: <2.9 ng/l, sample: b - plasma, positive/negative: negative. Method: I-stat, date: (B)(6) 2025, collected: 12:03, tested: 12:56, results: <2.9 ng/l, sample: b - plasma, positive/negative: negative. Facility cut offs: beckman 17.9- hs, I-stat 21 -hs, 99th percentile 90% ci, sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall, 895 21 (14, 30).